Event description:
07 apr 2022 update: initial right hip hemiarthroplasty was performed on (B)(6) 2017 in an (B)(6) male. Subsequently, the patient experienced a superficial infection. The event was noted to have been resolved. No details concerning treatment or intervention were provided. On 02-mar-2022, a journal article was retrieved from the journal of orthopaedic surgery (2021) that reported a study from (B)(6) that looked at the impact of the surgical approach on postoperative dislocations. The purpose of the study was to evaluate the efficacy and safety of hemiarthroplasty performed using the cpp (conjoined tendon preserving posterior) approach for femoral neck fractures. The study reviewed 322 patients with femoral neck fractures. A bipolar hemiarthroplasty was performed in all patients using a press-fit taperloc stem and ringloc bipolar cup. Two patients were excluded from the study due to receiving a total hip at the time of surgery, leaving 320 patients for final review. No patients were excluded based on age, frailty, or cognitive status. The study population had a mean age of 83.3 years at the time of surgery (range 57-104) and a mean bmi of 20.7 (range 11.4-28.9). The final follow-up was conducted at 9.1 +/- 1.5 months after surgery (range 6-17 months). Complaint 5: the study reported that 1 patient experienced a superficial wound infection. No treatment was reported.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has indicated that the product will not be returned to zimmer biomet for an investigation. Medical product: tprlc 133 t1 pps so 15x150mm, catalogue number: 51-103150, lot number: unknown . Medical product: e1 ringloc bipolar 28x54mm , catalogue number: 110010455, lot number: unknown. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted. Remains implanted.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: adequate photographs have not been provided and product the has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, and a complaint history search. DHR review could not be conducted as the lot number was not provided. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A review of complaint history identified 1 additional similar complaint about the reported item. Medical records or x-rays are not relevant to this event. The likely condition of the device when it left zimmer biomet is conforming to the specification. The reported event has not been confirmed as relevant photographs have not been provided and the product has not been returned for evaluation. The root cause of the reported event cannot be determined with the information provided. A field action search could not be performed as the lot number is unknown. Corrective or preventative action is not required. The root cause of the reported event cannot be determined with the information provided. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: an initial right hip hemiarthroplasty was performed on (B)(6) 2017 on an 84-year-old male. Subsequently, the patient experienced a superficial infection. The event was noted to have been resolved. No details concerning treatment or intervention were provided.